Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a second no delivery in a month and a half. The blood glucose reading was 171 mg/dl. Advised to customer to run a manual prime and insulin did exit. Advised that the insulin pump was working as designed. Nothing further reported.